Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  the nose of the adaptix cage interbody inserter, that fixates the cage while inserting broke off. No patient was present at the time of the event. Additional information was received. It was reported that the suspected cause was that there were some changes regarding material, quality, heat treatment of the steel, that the manufacturer made regarding this product.

Manufacturer narrative:
H3, h6). As reported, the tip of the inserter had been broken off. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.